Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l1 lumbar kypho plasty for an indication of vertebral compression fracture. It was reported that when the cement was mixed and began filling the bfd, the cement hardened too quickly (approximately in 2 minutes). The required number of bfds were not able to be filled. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.